Event description:
Int'l. ((B)(6)) complaint received reporting leakage issue with use of dialysis set-up medisystems hemodialysis blood tubing; life line beta av set online plus bvm paed 5008-r and tego connectors. The initial information received reported "caps breaking and leaking. We first thought it was a mom learning how to access and damaging .. (Now happening with ) several patients and nurses." There were no reported patient injuries and or adverse outcomes. The mfger. Has requested additional event /device usage information which as of this date have not been provided.